Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported this was mitraclip procedure performed to treat grade 4 mixed mitral regurgitation. The mean pressure gradient was 1.6mmhg. Mitraclip nt clip delivery system (cds) was advanced and placed on the leaflets. The clip was implanted, and mr was reduced to 1; however, the mean pressure gradient increased to 6.3mmhg. There was no adverse patient sequela noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on available information, a definitive cause for mitral stenosis could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.